Manufacturer narrative:
The calibration and qc were acceptable. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys ca 19-9 immunoassay results for two patient samples from cobas e 801 module serial number 1602-02. Sample 1 initial result was 47.2 u/ml. The repeat result was 14.9 u/ml and on 26-mar-2021, the repeat result was 15.0 u/ml. Sample 2 initial result was 73.7 u/ml. The repeat result was 41.6 u/ml and on 26-mar-2021, the repeat results were 40.7 u/ml and 40.0 u/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.